Event description:
The caller stated they replaced an 8dct that had failed after 11 days with a leaking cuff. The caller stated that the tracheostomy tube was placed in the pt on (B)(6) 2011 and failed on (B)(6) 2011 and required an unscheduled replacement of the tracheostomy tube. The caller was not aware if the cuff of the tube was pre-tested.

Manufacturer narrative:
Manufacturer's testing and analysis performed on the returned 8dct with lot number 0912001303 found no leaks in the cuff. Further analysis found a leak due to a pinhole at the inflation valve and pilot balloon. A leak was confirmed; however, a root cause for the damage could not be determined and it was noted that the device (tube) had been in use for 11 days prior to the failure occurring.